Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving saline via an implanted pump. It was believed that the pump was programmed to minimum rate. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had an MRI on (B)(6) 2018 and the motor stall occurred that day. The patient had been receiving pfns (preservative free normal saline) via the pump and did not go back the hcp after the MRI. Today, the hcp interrogated the pump and was planning on going back to intrathecal therapy but saw the motor stall. The pump was re-interrogated, but no motor stall recovery message was seen in the logs. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a company representative who reported that the patient went into the clinic on (B)(6) 2018 and had their pump interrogated again. Upon interrogation, the pump logs read that a motor stall recovery occurred on (B)(6) 2018 which was the same date and time they interrogated the pump the first time on (B)(6) 2018 after the MRI that was done in (B)(6) 2018. The hcp was considering putting drug in the pump. The patient was discharged from the doctor¿s office in stable condition and would be following up with the office next week. The pump remained implanted. No further complications were reported/anticipated.